Manufacturer narrative:
Evaluation summary: closurefast catheter was examined: a kink was noted on the catheter. The kink is approximately 60.1mm proximal from the distal tip. When placed in tray, the kink is not in area of tray standoff. A separation of the catheter shaft was observed proximal to the distal tip of the catheter. The separation is approximately 8.4mm proximal of the distal tip. The separation of the shaft shows pet heat shrink tubing damage resulting in the exposure of thermocouple wires. The connector was examined: pins are straight. The catheter did pass continuity and resistance functional testing. The catheter passed functional testing on three different rfg generators: proper device recognized by rfg2 when plugged in, low temperature advisory displayed when activated, when activated cycle starts without advisory message, temperature rises to 120c, and device completes cycle without advisory messages.

Event description:
It is reported that the catheter was not responding/recognized when connected to the generator. The message from the generator stated, "defective catheter, unable to be connected". The same issue occurred with another catheter. The generator was power-cycled and the error remained. Three catheters were used and the same event occurred. The procedure was completed surgically by a crossectomy stripping procedure.